Event description:
I have followed the reports on bausch and lomb recall of renu and the possibility of contamination with the renu multi-purpose. I stopped using my contacts approx 5 months ago because of recurrent conjunctivitis. I had three diagnosable cases within 2 months. I had another series of infections about 3 months prior to that as well. I initially believed that it had to do with my being run down, but now am not so sure and thought I should bring it to your attention.